Event description:
Reporter indicated a pt had vns lead and generator revision surgery due to high lead impedance and a suspected lead fracture. It is not known if any trauma or device manipulation occurred. X-rays were not forwarded to the MFR. The pt was also experiencing increased seizures prior to the revision surgery. The explanted vns generator and lead were returned for analysis. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. Analysis of the lead portion returned did not identify any anomalies. The lead pin was fully inserted, indicating proper contact between the setscrew and the lead pin. Other than typical wear and explant-related observations, no anomalies were identified in the returned lead portion. The electrode array was not returned. Add'l attempts for info are in progress.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned.